Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same patient as MDR ID: 2134265-2015-08564. It was reported device embolization occurred. A 27mm watchman flx left atrial closure device was successfully implanted during a left atrial appendage (laa) closure procedure in (B)(6) 2016. All release criteria were met, although the compression was at the lower end of the acceptable range; the laa ostium opened up considerably after deploying the device, changing from 18mm to 24/25mm. The mean la pressure at the time of the implant was 16mmgh and the patient was sufficiently hydrated. During the three month follow up transesophageal echocardiogram (tee), it was observed the watchman flx left atrial closure device had embolized to the thoracic aorta. The patient was noted to be asymptomatic. In (B)(6) 2016, the closure device was successfully snared. There were no further patient complications and the patient was stable condition.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a watchman flx implant (27mm). The watchman flx delivery system was not returned for analysis. The distal end of a snare tool was attached to the device as received. The implant frame was damaged and deformed with several of the anchors bent along with the frame damage. The implant fabric was damaged (hole on the top side of the implant 11mm from the core wire anchor point). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same patient as MDR ID: 2134265-2015-08564. It was reported device embolization occurred. A 27mm watchman flx¿ left atrial closure device was successfully implanted during a left atrial appendage (laa) closure procedure in (B)(6) 2016. All release criteria were met, although the compression was at the lower end of the acceptable range; the laa ostium opened up considerably after deploying the device, changing from 18mm to 24/25mm. The mean la pressure at the time of the implant was 16mmgh and the patient was sufficiently hydrated. During the three month follow up transesophageal echocardiogram (tee), it was observed the watchman flx¿ left atrial closure device had embolized to the thoracic aorta. The patient was noted to be asymptomatic. In (B)(6) 2016, the closure device was successfully snared. There were no further patient complications and the patient was stable condition.

Manufacturer narrative:
(B)(4).

Event description:
Same patient as MDR ID: 2134265-2015-08564. It was reported device embolization occurred. A 27mm watchman flx left atrial closure device was successfully implanted during a left atrial appendage (laa) closure procedure in (B)(6) 2016. All release criteria were met, although the compression was at the lower end of the acceptable range; the laa ostium opened up considerably after deploying the device, changing from 18mm to 24/25mm. The mean la pressure at the time of the implant was 16mmgh and the patient was sufficiently hydrated. During the three month follow up transesophageal echocardiogram (tee), it was observed the watchman flx left atrial closure device had embolized to the thoracic aorta. The patient was noted to be asymptomatic. In (B)(6) 2016, the closure device was successfully snared. There were no further patient complications and the patient was stable condition.